Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug button of a 5f exoseal vascular closure device (vcd) could not be pressed down and the plug could not be released. There was no reported patient injury. The indicator window had changed from black and white to black and black at the time. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. A non-cordis catheter sheath introducer was used. The device was stored and prepped according to the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, and access vessel tortuosity was noted to be mild. There was no stent near the puncture site, but the vessel had stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. Hemostasis was achieved with manual compression. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and the indicator window changed to a solid black color. When depression of the button was attempted, the button could not be depressed at all even with excessive force. The indicator window did not show any red color during retraction. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the plug button of a 5f exoseal vascular closure device (vcd) could not be pressed down and the plug could not be released. There was no reported patient injury. The indicator window had changed from black and white to black and black at the time. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. A non-cordis catheter sheath introducer was used. The device was stored and prepped according to the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, and access vessel tortuosity was noted to be mild. There was no stent near the puncture site, but the vessel had stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. Hemostasis was achieved with manual compression. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and the indicator window changed to a solid black color. When depression of the button was attempted, the button could not be depressed at all even with excessive force. The indicator window did not show any red color during retraction. One non-sterile exoseal vascular closure device (5f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in the manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. The guard was locked and then the deployment lever was fully depressed, resulting in the expected plug deployment and retraction of the indicator wire. The black/white/red position was also confirmed. A high magnification evaluation was conducted to examine the internal mechanism after opening the device case. No abnormal conditions were observed during this analysis. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since the functional analysis was performed and successful deployment was achieved with full lever depression and transition to the indicator window to all three colors. The internal mechanism presented no anomalies. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug button of a 5f exoseal vascular closure device (vcd) could not be pressed down and the plug could not be released. There was no reported patient injury. The indicator window had changed from black and white to black and black at the time. The device will be returned for evaluation.